Event description:
E321 malfunction of IV pump resulting in all three chambers of IV pump stopping from delivering medication. Patient receiving epinephrine, milrinone, propofol, and vasopressin through this IV pump. During e321 malfunction, patient's systolic blood pressure decreased to 85mmhg from 100+mmhg while staff obtained and switched to another IV pump. Upon restarting IV drips pt's blood pressure increased to baseline. IV pump taken out of service.